Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the investigation results, it was confirmed that the dirt was inside the light guide lens, and there was no foreign material on the external surface of the device. The stain could not be removed by reprocessing and appears to have peeled off due to physical stress from impacts or drops at the distal end, chemical stress from the solutions used, or similar factors. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material at the light guide lens and forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.